Event description:
According to the information received, a patient was intubated with the c-mac device as planned. The device was used without any problems earlier in the morning. The device was then washed in the equipment maintenance, after which it was brought back to the room to be charged. The device was switched on as normal, and the power cord was plugged in. The image disappeared momentarily a few times but returned as normal. Just before the next intubation began, the image on the video laryngoscope became very dark, so-called negative, i.e. The colors were dark and purple. The device was unusable at that time. It was an rsi intubation. No time to change to a new device. Intubated without an image like a normal laryngoscope. After the situation, the device was restarted, so the image was still unusable. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Concomittant products : 8403zx - sn: (B)(6) - c-mac monitor for cmos endoscopes. 8403x - c-mac connecting cable. Et27-30-0004695 - power supply for c-mac monitor 8403zx. Returned on : 16-jan-2026. Preliminary investigation: no failure - work as intended. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).